Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received a questionable high elecsys folate iii assay result for one patient sample. The initial result was >20.0 ng/ml and the repeat result as 5.5 ng/ml. Information regarding if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 265605. The expiration date was sep-2018. As the provided qc results were within the acceptable range, a general reagent issue was not suspected. The investigation was unable to find a definitive root cause.